Event description:
It was reported that during a procedure to replace an implantable pulse generator (ipg), it was noted that the outer coating of a right atrial (ra) lead had ruptured. It was reported that the ra lead jammed in the atrial port and could not be removed, and the coil became exposed. The ra lead was cut with a sterile nipper and was placed in the subcutaneous tissue. The ra lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: adsr03; implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.